Event description:
The reporter contacted animas on (B)(6) 2012, reporting issues with the pump. The reporter and patient reported that the pump was not working. At first, the patient indicated that the bolus was cancelled and the buttons were sticking, then the patient indicated that there was no issue with the buttons sticking but there were cancelled boluses on the pump, then patient stated that the issue was the meter remote cancelling boluses. Finally the reporter stated that the pump had stopped working after the last battery change. The reporter declined to troubleshoot the pump. This report is made based on the indication that the pump may not have been working appropriately.

Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission 03/28/2013-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the pump powers on normally with functional vibratory and auditory features. There are no alarms associated with the complaint observed in the alarm history. The keypad is intact with no physical damage observed. All keypad buttons are responding appropriately; there were no hypersensitive buttons observed. A review of the pump history shows a "partial delivery, user aborted" warning on 12/25/2012 at 22:47 and at 22:48, indicating the user cancelled a programmed function by manually pressing a button. No errors, alarms, or warnings occurred during investigation. The complaint could not be duplicated on investigation.